Event description:
The zeiss lasers (zeiss iol 700) were calibrated per the internal test eye phantom and deemed calibrated. In fact the calibration was .06 diopters (.85mm) out of specification and led to 4 patients having a laser eye correction intervention that did not have the expected outcome. Patients were identified after their 1 week post surgery consult. Patients were tested and all found to have the same out of specification outcome. Common offender was the laser and it was pulled from service. On investigation the laser was not calibrated accurately, and could not have been, and was consequently submitted for service by the manufacturer. Zeiss has had the laser turned over to them. Reference reports: mw5153549, mw5153550, mw5153551.